Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a forced sensor error occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found that the top case was crack in the front corners and the left plunger case was broken. There was no evidence of the error recorded in the event history log. The reported problem was duplicated. The investigation found that the left plunger case was broken. For corrective action all plastic parts of the plunger head were replaced. The root cause of the reported problem was traced to the customer for improper handling. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review is not required. Service review identified this device has not been in for service previously.